Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no adverse impact to the customer's blood glucose level. At the time of call, customer did not have another cartridge to load onto the pump, was advised to gather supplies and call back if further assistance was still needed.